Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient noticed the charge depleted faster and they had to charge more often. The patient said the charge did not stay as long as it used to stay. The patient stated that they went to an unrelated MRI and brought the recharger with because the ins died on them and it died on them a lot. The patient said that they had the ins on all the time and they got good coupling when they charged. The patient stated that lately they started charging while sleeping at night. The patient said the last time they charged was wednesday, they will watch how long it will last and will follow up with their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.